Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's therapy controller again began to fail. Tried to take out the battery several times but the error still appears. In this case it says: software problem: cannot continue. Please call medtronic. 1-intellis / 2-3.0 / 3 - 243 / 4 -qf_port. The patient must charge her device every day. The patient removed the battery from the controller, it works for a while, but then it fails again. Therefore it will be replaced. The patient reported that despite having excellent contact between the charger and the battery, the antenna gets hot and takes more than an hour to charge. Sometimes more time passes, but it cannot reach a charge greater than 30%. Additionally, its internal battery also gets hot when you do this. The device uses high energy, and the patient must be charged every day. The charger will be replaced. The issue was not resolved at the time of the report. It was reported that there was no injury as a result of this event. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# unknown implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, ubd: , UDI#: g2: the country of the event is cl medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that the controller and recharger were replaced on (B)(6) 2024, the issue have since resolved. Cause of the heating was not confirmed. Information confirmed with physician / account.

Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6). Product type: recharger. Correction: g02003 has been added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they did not know the cause of the ins heating. It was clarified that "additionally, its internal battery also gets hot when you do this" was referring to the ins getting hot; "both devices get hot, the inside battery and the recharger". Regarding whether the issues resolved with the external device replacements or not, it was noted that they were waiting for a replacement of the devices. It was noted that the controller and recharger had not yet been replaced. The provided information has been confirmed with the physician/account.